Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the medium-large clip applier instrument did not clip properly. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.